Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported experiencing a bent cannula on her infusion sets. Pt stated, the infusion device displayed an e4 (occlusion) error. Pt reported she noticed the infusion set was coming out of her skin and the cannula was bent. Pt stated, she removed the infusion set and changed to another one. Pt reported after changing the infusion set, the occlusion error message did not return. Pt stated she uses the insertion assist plus device to insert the infusion sets. Pt reported the issue was noticed within one day of inserting the infusion set. Pt stated the issue also occurs when she exercises or is very active. Pt reported noticing the infusion set leaked around the infusion site. Pt stated there were no significant changes that she noticed to her blood glucose levels. Pt has discarded the alleged infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.